Event description:
In early 2009, the pt called for assistance with priming his infusion set. He then reported that his blood glucose was elevated to over 200 mg/dl and he felt thirsty, and he bolused through the infusion device. His blood glucose did not decrease and elevated to over 500 mg/dl. He injected 16 units of insulin via syringe and his blood glucose dropped to 53 mg/dl. He ate a snack to increase his readings. He stated that this has been occurring recently after the third day of use of the infusion site. He stated that he may be developing scar tissue at the infusion site. The pt stated that he needed to go to sleep and was not willing to troubleshoot further. Further attempts to follow up with the pt were unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The pt discarded the alleged product. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.